Event description:
It was reported the patient had an nsrvo episode and ams behavior due to far r-wave oversensing. The patient will be put on merlin.net for monitoring. Programming changes were recommended.

Manufacturer narrative:
(B)(4).